Event description:
The pt reportedly experienced a decrease in sound quality. Reprogramming was attempted however, this did not resolve the issue. Testing of the device showed that the device is functioning. The center made the decision to explant the pt's device. Revision surgery to resolve the issue will be scheduled.